Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (3.0 mg/ml at 1.4515 mg/day), bupivacaine (30.0 mg/ml at 14.515 mg/day), and baclofen (200.0 mcg/ml at 96.77 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and other carcinoma. It was reported the patient experienced pain at the catheter site on (B)(6) 2016. The patient reported the catheter site was swollen and the pain at the site persisted on (B)(6) 2016. The patient was concerned the sight might have been infected. Intervention of applying pressure to the site and increasing protein intake was done on (B)(6) 2016. The outcome of the event was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.